Event description:
Distributor reported that the unit of measure setting of their locked freestyle meter was unable to change from mg/dl to mmol/l. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
The product has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.